Event description:
Customer stated that the pump does not give any alarm tones. Checked alarm alert screen, shows that the pump is activated on beep long. Performed self test, the pump does not alarm any tones.